Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced low blood glucose. The customer's blood glucose was 43mg/dl. The customer mentioned she was low because she was high throughout the night; she had a no delivery alarm. The customer believes she over bolus and that's the reason her blood glucose went low. The customer declined to troubleshoot.